Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the products identified witness marks on the liner's boss indicating an off-axis impaction. Damage and witness marks were observed on the backside of the liner. Scratches and nicks were observed on the circumference of the shell. The locking ring was bent. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. The returned product had witness marks on the polar boss indicating off-axis impaction, which would most likely be the root cause for the liner not seating in the cup. (B)(4). Concomitant medical products: 00631005836, liner, lot 64153748, unknown stem, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06161.

Event description:
It was reported that during a primary tha, the liner would not seat into the shell. Surgeon noted that the ring of the liner was damaged. Attempts have been made and no further information has been provided.